Event description:
Medtronic received information that prior to use of a mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that upon priming, the device began to leak from the gas exhaust port at a rapid rate. The leaking came from the nautilus smart component. The leak did not occur in multiple packs. Plasma breakthrough did not occur. The device was replaced. There was no patient involvement, so no adverse effect occurred.